Manufacturer narrative:
Other, other text: returned device was received with bubbled dso seal. During the evaluation of the device the customer reported condition was not confirmed. No fault found. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that a cassette not properly attached error occurred to a smiths medical cadd solis vip ambulatory infusion pump. There was no patient involvement with no reported adverse effects.